Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one inpact av access balloon catheter was used to treat the central vein of the right arm. Approximately 2 months post procedure patient suffered from recurrent central innominate stenosis with moderate to severe 70% stenosis with reflux collateral veins. The event was treated with a balloon angioplasty. Patient recovered.